Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: any medical treatment provided? If yes, please provide medicine name, strength and dose: unk. Was the suture removed in a routine post-op procedure?: no. Was any surgical intervention performed specially re-suturing? Explain: no, conventional intermittent suture. Was dehiscence noted?: no. Tissue on which used?: unk. Name of procedure: pestero-lateral episiotomy. Initial procedure date?: (B)(6) 2019. Lot number: unk. What is the patient¿s current health status and condition?: healthy.

Event description:
It was reported that the patient underwent pestero-lateral episiotomy on (B)(6) 2019 and suture was used. The absorbable suture was not absorbed 20 days after sewing in the surgery of perineal suture. The patient experienced pain. The suture was removed. The patient condition changed to better.